Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident. Reference MFR # 3004604967-2014-00059.